Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer&#38112;blood glucose levels were low at 65, and just below 90 mg/dl. The customer treated low bgs by drinking pop, and the issue resolved.

Manufacturer narrative:
.